Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error due to the fact that this device was inflated at 14 atm and as stated on the label, the rated burst pressure is 12 atm. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 10/2.50mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that device initially had difficulty in crossing the lesion due to existing calcification. After a while, it managed to cross the lesion. First dilation was then performed at 10atm and second dilation at 12atm for 30 seconds each. However, during the third dilation at 14atm for 30 seconds, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.